Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4)..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 500 mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer was vomiting during the incident. Customer blood glucose reading while admitted was 600 mg/dl. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was kidney stone. Customer did not mentioned if they changed their set. Customer did not mention their treatment for the high blood glucose reading. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. Customer was treated with manual bolus. The retainer ring was damaged. Customer did not mention if they use the auto mode feature. The device will not be return for analysis.